Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2023, due to pain. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Correction: the correct b4 is november 13, 2023; not november 10, 2023 as previously reported.